Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, cracked keypad overlay, broken reservoir tube lip, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Cosmetic damage was confirmed at the battery tube case.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer was discontinue use of the device.